Manufacturer narrative:
The complaint company iii (d) cartridge samples were not returned. Two very grainy photos were provided of an implanted lens. There appears to be a strip of foreign material on the posterior surface of the optic. Four hundred and nine unopened company iii (d) cartridge samples for lot# 32758925 were returned. One sample was pulled randomly from each returned carton for evaluation. Forty-one samples were visually examined with no abnormalities observed. All forty-one samples were functional and dye stain tested with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lens post-delivery. Company product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if a qualified iol, handpiece and viscoelastic were used. The complaint company iii (d) cartridge sample was not returned. Based on the review of the provided photos, the reported foreign material may be internal coating material from the company iii (d) cartridge tip. It is unknown if qualified associated products were used. Unopened samples were returned. Functional and dye stain testing was conducted with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lenses post-delivery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon noticed residue on the back of the lens when implanting it. The lens did touch the patient. The surgeon used a backup lens to complete the case. There was no patient impact.